Event description:
It was reported that patient underwent a shoulder arthroscopy with labral repair procedure on (B)(6) 2015. During the procedure, as the anchors were being tapped through the guide using a mallet, the two anchors moved away from the pilot hole and became unusable. An additional hole had to be drilled and a new suture anchor was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."